Event description:
While preparing foley catheter tray, rn noticed the balloon leaked and would not hold fluid. Medical product was not in contact with a patient. Manufacturer response for urine meter catheter tray, bard urine meter coude foley catheter tray (per site reporter). Voice mail message left with bard customer service department.